Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a knee arthroplasty, the surgeon described difficulty inserting the bearing onto the tibial tray. He suggested that when using the inserter, it appeared that a piece of metal sheared off and was causing the poly to not sit into the tibia correctly. As the tibia was already cemented in situ, the piece was unable to be retrieved. It was reported that no further information is available.